Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high"; however, a specific value was not provided. At the time of the event the customer had not yet addressed the elevated bg. The customer declined further troubleshooting with tandem technical support and declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.